Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Health effect - clinical code - e0903 - hearing impairment. Health effect - clinical code - e0131 - speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023 at around 7:00pm, the patient received a notification on the cgm that they were low and remembered seeing a value of 70 mg/dl. She was talking to her husband and felt confused and stated she felt like she could not hear anything and could not speak. After 3-4 minutes, she lost consciousness and went into a "coma state". The patient's husband called 911 and it was reported that at some point, the patient's bg we 23 mg/dl. The patient was treated by emergency medical services (ems) with IV glucose. At the time of the report, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
There was not a complete set of reported glucose values available to search within the parkes error grid calculator.